Event description:
Customer reported a collimator error on boot up. No pt injury was reported.

Manufacturer narrative:
The ge rep cleaned and reseated the connectors and fuses. System operates as intended.